Event description:
Report received of a tubing set that leaked at the filter. A home care patient was receiving a continuous seven day infusion of 5fu via a groshong catheter. The patient paged the on-call pharmacy technician on the 3rd evening of therapy to report that the filter on the set was leaking. The patient discovered that they were wet from the chemo leak. The pharmacy tech instructed the patient to stop the infusion and flush the catheter. There was no report of bleed back or air in the patient's IV access. The patient's therapy was resumed the following day with a complete new set-up. The reporter stated that the chemo spill was handled by the patient according to their chemo spill protocol. There was no report of patient harm or adverse patient effect. The reporter stated that they visually inspected the set and found that the leak occurred at the circle on the proximal end of the filter. Although requested, no additional information was available.